Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified during night drain cycle three. This event occurred during the therapy initiated on (B)(6) 2013 at 20:51:18. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the reported iipv condition. The cause was not able to be determined. Should additional relevant information become available a supplemental report will be submitted.